Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure with a zenith flex abdominal aortic aneurysm (aaa) endovascular graft bifurcated main body, while flushing the device with saline, it was noticed that the tip of the sheath was frayed. Another manufacturer's device was used instead to complete the procedure. Additionally, it was reported that this was noticed prior to patient contact.

Manufacturer narrative:
A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.